Event description:
A cartridge change error on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, removed the cartridge, inspected, and cleaned the pneumatic tap area, then successfully reattached and loaded the cartridge, resuming insulin delivery.